Manufacturer narrative:
Follow-up #1: date of submission 20-aug-2019. Device evaluation: the device has been returned and evaluated by product analysis on 12-aug-2019 with the following findings: during investigation, the pump passed all required testing for delivery accuracy, the black box and alarm history show no evidence of delivery malfunction. According to the pump basal change history the user set a zero basal segment on (B)(6) 2018 at 16:56 pm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose between 200 and 400 mg/dl with polyuria and polydipsia associated with an alleged inaccurate delivery issue. Reportedly, it was unknown whether or not the patient continued on the pump and it was also unknown if the patient received any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was reported that the patient had been running high blood glucose sugars since receiving the replacement pump back in (B)(6). The health care provider adjusted some basal rates but it was also found that the patient had been adjusting basal rates from time to time on their own. The patient was told to contact their health care provider. This complaint is being reported because the patient experienced hyperglycemia associated with user error and not a malfunction of the pump.